Event description:
I rec'd a horrible burn from my liquid oxygen portable tank requiring months of treatment by a plastic surgeon and also the burn unit. I also had to wear a wound vacuum. I had previously reported problems with the unit to my oxygen supply company. The unit would freeze-up so badly it froze even the outside of the insulated bag. I returned 2 of the tanks for replacements due to this problem. I kept being told that no one else ever reported this problem. But one of my delivery people told me that when the frosting problems happen they just tell the user to carry the unit in a plastic grocery bag! After my injury, I asked the oxygen company to report this to the MFR so they could take steps to make sure the units were recalled. After months waiting for some sort of response from the MFR, I had to hire an attorney to get a response. Some one else is going to get hurt and I'd like to do something to help prevent that.